Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d4: please note that the incorrect unique identifier (UDI) number was inadvertently inserted into the initial medwatch report. The correct unique identifier (UDI) has been updated accordingly. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the adapter device and the reported condition that the device was broken at the t-handle was confirmed. An assessment was performed and it was determined that the t-handle was broken into two pieces. It was determined that the device was most likely side loaded when used with the impactor device which is not what the device was designed for (user error) or it had been dropped. The assignable root cause of these conditions was determined to be traced to the user. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during pre-surgery testing, it was observed that the t-handle of the adapter device had broken apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.